Event description:
It was reported that the pump touchscreen was not responding as intended to input, with a part of the screen responding despite touch to another area of the touchscreen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.